Manufacturer narrative:
Patient weight was unavailable from the site. Device was discarded by the user facility and the lot# could not be obtained. Device expiration date is determined by the lot# and is therefore unavailable. Device manufactured date is determined by the lot# and is therefore unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that during a cardiac lead management procedure the spectranetics glidelight laser sheath 500-303 was utilized for the extraction of 3 infected pacing leads (2 in the right ventricle (rv), 1 in the right atrium (ra)). During the procedure a superior vena cava (svc) tear occurred. Rescue interventions were implemented. Rescue was successful and injury was repaired. Patient survived the procedure.